Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One first PICC catheter was returned. Separation of the tubing was observed just below the inverted triangle portion of the overmolded catheter. Potential causes for catheter breakage include excess tensile (pulling) force applied to the catheter or excess pressure which can weaken the catheter tubing. Such excess force can be related to catheter securement techniques, improper maintenance, advancing/removing the catheter or stylet despite resistance, or flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage. The complaint may have been related to the handling of the device in the field. It cannot be confirmed that the issue was related to manufacturing.

Event description:
The PICC line was placed in the infant without event and lasted (2) days. The insertion site was dressed with the PICC line securely in place. The infant was turned over after an odor was detected. The isolette linens were wet and smelled of tpn. The PICC line was checked to discover it was in 2 pieces, almost as though it had been cut. A segment of the broken PICC remained inserted in the infant¿s extremity. It was secured by the dressing. The remaining segment of the PICC was removed and found to be intact.